Event description:
The customer reported, the system is displaying a bad iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration and regreased the high voltage connectors. System operates as intended. (B)(4).